Event description:
It was reported that during the implant procedure the left ventricular (lv) lead was not fully inserted into the device and abnormal impedance measurements were seen. The lv lead was re-inserted and the system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Products: 4671, boston scientific lead implanted 2015 (B)(6). (B)(4).